Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available, thus refereed. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the shunt sensor leaked blood. After starting extracorporeal circulation, the unit started to leak at the sensor area. During circulation, the amount of the leak was very small but continuous. 1cc blood loss. The product was not changed out. The surgery was completed successfully.